Manufacturer narrative:
The lot number for the two malfunctions were not provided. The devices have not been returned for evaluation; however, medical records were received and reviewed. The investigation is confirmed for the perforation of ivc wall and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly experienced difficulty to remove and perforation of the ivc. This information was received from various sources. Both malfunctions involved patients with no reported consequences. The two patients ranged from 39-55 years of age. One patient¿s weight was reported as (B)(6). The other patient¿s weight was not reported. Both patients were reported as male.